Manufacturer narrative:
The pump passed the displacement test, operating currents, selftest and off no power test. No unexpected low battery alarm was noted. No battery out limit alarm, bad battery alarm or blank display was noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a bad battery alert and a battery out limit. The customer reported that they replaced the battery multiple times, but the display was blank. During troubleshooting, the customer confirmed that the battery compartment was cracked. Blood glucose level at the time of the incident was 145 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.